Manufacturer narrative:
The device was not received to allow for evaluation and timely submission of this report. The device was rec'd for eval on 4/24/2004. However, the unit was rec'd one day before the due date of this report. A supplemental report will be filed. Device evaluation anticipated, but not yet begun. The device was not received in time to allow for evaluation results to be included with this report. The directions for use (dfu) for the edwards model 120803f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.

Event description:
It was reported that the tip of the catheter became detached in the patient's vessel during a left axillary-femoral bypass in 2007. It was not observed that catheter tip had detached from the catheter during this procedure. The patient later reported to their physician that they were experiencing leg pain. The detached catheter tip was observed on an x-ray. Surgical removal was performed two months later. It was reported by the hospital that the detached catheter tip was observed to be projected in the patient's peroneal artery. It was observed that half of the balloon was attached to the catheter windings. There was no bleeding. There were no patient injuries.